Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. H4 - corrected device manufacturer date a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the crack on plastic cover likely occurred from physical stress on the device. The dirt inside the light guide lens likely occurred from either humidity which invaded the subject device from leaking point and caused components inside the light guide lens to corrode or corroded material remained inside the lens. The specific root cause of could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: ¿important information. Please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the plastic distal end cover cracked and leaking. The bending section cover was separated and scratched. Additionally, the charged coupled device (ccd) was worn and there were cosmetics scratches on the device. The investigation was found to be as a result of wear and tear due to user handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus evis exera ii duodenovideoscope for regular annual inspection. Upon inspection and testing of the customer returned device, it was observed that the device was damaged and deformed due to physical stress and user handling. This report was submitted due to the event found during evaluation. There was no harm or user injury reported due to the event.